Event description:
The evis lucera gastrointestinal videoscope was received at an olympus service center for evaluation with a report that the video blurry and the lens was cracked. The issues were found during preparation for use. There was no patient or user injury reported. This report is being submitted for the malfunction, blurred image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information, please read before use. Warnings and cautions. During the device evaluation, it was found that due to damage to the charge coupled device (ccd) unit, a foggy image was observed. Additionally, there was a dark area in the image due to a crack in the objective lens. The light guide lens was cracked, and the image guide protector was cut. The electrical connector had corrosion due to fluid ingress. The adhesive on the bending cover (a-rubber) was deteriorated and chipped. The insulation resistance value at the distal end did not meet specifications due to a chip on the camera cover (c-cover). The scope cover (s-cover) was deformed. The bending angle in the up direction did not meet specifications due to wear of the angle wire. Due to a dent in the suction channel tube (ch-tube), the suction volume did not meet specifications, and there was a pinhole leak in the ch-tube. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.